Manufacturer narrative:
Patient weight made available from the site as 25 bmi. Return requested. Replacement field generator em mobile shipped to site 08/28/2015. In medtronic's investigation of the returned suspect device, the field generator was connected to a test system with the cranial application. When the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostics shows a fault on coil #6. Electrical failure - red status/no tracking. August 31, 2015 a medtronic representative performed a navigation system planned maintenance (pm), all areas passed. System performed as intended. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. August 31, 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. September 17, 2015 a medtronic representative, following-up at the site, reported a statement e-mailed from the reporting registered nurse (rn): the surgeon did start the surgery; but he had not done more than about 15 minutes of work at the time the emitter failed. The effect on the patient is that he underwent 2 additional hours of anesthesia while we worked with medtronic technical support to trouble-shoot, and then borrowed an emitter from one of our other facilities, which I then installed on our machine to finish the case. The case was scheduled for about 3 hours, it ended up taking 5 hours. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, after successfully registering a patient and verifying an instrument, all tracking stopped and the axiem box, emitter, and instruments all went to red status. The surgeon was approximately 15 minutes into the procedure when this occurred. In trouble-shooting, after a navigation system re-boot, the issue persisted. After checking the em interface, there was one fault light shown, indicating an emitter failure. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.